Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display screen issue. After exposure to moisture, the screen went blank. The issue occurred a few minutes prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/23/2013 - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: moisture was visible behind the display lens. A leak test was performed and a crack was found in the pump case. The pump case was removed and internal moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.